Event description:
It was reported the patient experienced and undesirable change in stimulation and back pain. X-rays indicated the lead had migrated. The lead was revised. The patient recovered without sequela.